Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller and corroded electronic assemblies. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the battery cap was neither missing nor damaged. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.